Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney's report of patient's alleged injuries sustained as a result of the failure of mesh.